Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/24/2019. The service engineer (se) confirmed the reported issue. The se ordered a blower motor controller and an air/exhalation flow sensor to address the reported issue.

Event description:
It was reported that the ventilator went inoperable with an error code (1012) air valve liftoff failure. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.